Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height cubic drawer, 5.1 will not close. A field service engineer (fse) had found a broken u-link on half-height drawer 5.1 in three e. The fse had to replace the solenoid and inseparable magnet the unit. After completing the replacement, the fse tested the hardware using the testing application, and all tests had passed. The station was then rebooted, and the customer recovered the system. The inventory drawer was working properly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed drawer 5.1 was locked and not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.